Manufacturer narrative:
The events of "infection and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection and seroma.

Event description:
Physician reported suspected infection with seroma of the prosthetic capsule. Side unknown. Device explanted. Antibiotic treatment for 1 week after the explant surgery.